Manufacturer narrative:
Correction to b1, b2 and h1. Imagery was provided by the complaint site. Multiple bent struts at the inflow were observed during the procedure. Bent struts at the inflow after procedure were observed. The devices were returned to edwards lifesciences for evaluation. During visual inspection it was observed there was a puncture hole on sheath strain relief and gouges on the flex tip. After the returned valve was expanded it was observed that three (3) struts were bent outwardly approximately 180 degrees. The valve frame was distorted/canted. Leaflets were wrinkled and dehydrated due to storage condition (prolong crimping) during the return handling process. Struts were exposed through the skirt, normal after crimped and used. No functional or dimensional testing was able to be performed due to device return condition (bent struts/frame deformed). DHR review did not reveal any manufacturing related issues that would have contributed to this complaint. A review of lot history revealed no other similar complaints. The IFU, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices. Per the procedural training manual, system advancement force best practices: the following best practices may be considered for a thv procedure at the physician¿s discretion. Additional considerations should be made for the presence of tortuous anatomy, small vessel diameters and/or calcification. Utilization of a stiff wire for initial sheath insertion, then switched out with a standard wire: use of a stiff wire (for peripheral access only) can be used in cases with peripheral tortuosity. This method may be utilized for straightening the vessel anatomy for access, but not for valve crossing. Sheath insertion angle and short movements: system advancement force can vary due to angle of access and insertion, vessel diameter, tortuosity and degree of calcification. Perform shallow stick/puncture so that sheath is parallel to leg. Use short movements and push delivery system closer to sheath hub. Imaging confirmation: if system advancement force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. Delivery system insertion through sheath: correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Note: maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. Thv retrieval back into sheath tip: ensure the delivery system is locked. Verify the flex catheter is completely unflexed. Ensure the edwards logo on the sheath handle is facing upward. Withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not re-use the sheath, thv or delivery system once thv is retrieved. Note: crimped thv aligned on balloon is larger than crimped thv off balloon. Take care if deciding to retrieve. Note: do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again. Note: retrievability is based on preclinical testing. Based on the review of the IFU and training manual, no deficiencies were identified. During manufacturing, the valve frame and components are inspected several times throughout the manufacturing process. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that manufacturing non-conformances contributed to the reported events. The complaint was confirmed based on the return product. No potential manufacturing non-conformance were identified. A review of the lot history, DHR, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. Per the report, there was a lot of resistance during the insertion of commander delivery system into the esheath. The patient had tortuous anatomy. After high push force, the valve passed through esheath and alignment maneuvers were performed. After valve alignment, the valve was checked with x-ray and it was found that the distal part of the stent was damaged, as two struts were completely in the opposite side. The presence of tortuosity in the patient access vessels can create a challenging pathway during delivery system advancement, and lead to resistance and high push force. Per training manual, ¿push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification¿, ¿if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system¿, and ¿do not over-manipulate the sheath at any time¿. It is possible that difficulty was encountered during delivery system advancement as indicated by the gouges on the flex tip, so additional manipulation was applied to overcome the resistance. If excessive force is applied to manipulate the device, it can then lead to the valve struts to catch and puncture through the sheath and result in the bent strut observed. These patient/procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. Available information suggests that patient factors (tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. The complaint for ¿frame ¿ damaged ¿ during use¿ was confirmed. No manufacturing non-conformances were identified during the investigation. Although a definitive root cause was unable to be determined, available information suggests that patient factors (tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. Although no labeling or IFU/training inadequacies were identified, a product risk assessment (pra) and CAPA were previously initiated. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during implant of a 26 mm sapien 3 ultra valve in the aortic position by transfemoral approach, there was resistance during insertion of the commander delivery system into the esheath. After ¿a lot¿ of pushing, the valve was able to pass through the esheath. Following valve alignment, x-ray and showed the distal part of the valve stent was damaged; two struts were bent back in the opposite position. The delivery system and valve were removed from the patient by a vascular surgeon. After esheath removal, a small kink in the grey part of the esheath was observed. New devices were used to complete the case with good results. There were no injuries to the patient. On post-operative day 4 the patient was discharged in stable condition, and no peripheral issues. The patient had tortuous anatomy. The event was thought to possibly be related to tortuous anatomy.